Event description:
It was reported that this pacemaker had reverted to safety mode. The patient experienced discomfort. This pacemaker was scheduled to be explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had reverted to safety mode. The patient experienced discomfort. This pacemaker was scheduled to be explanted. No additional adverse patient effects were reported. Additional information received detailed that the patient with this pacemaker experienced myopotential oversensing which resulted in approximately 10 seconds of asystole due to the safety mode settings. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.